Event description:
Per the audiologist, in 2008, the patient's flange fixture with abutment fell out, two months after the abutment was placed during the second stage of surgery and one month after the sound processor fitting. Per the surgeon's report, thin bone and infection may have caused/contributed to the lack of osseointegration. At approximately 13 days later, the pt underwent a surgery to place another fixture. Reportedly, the pt is using a softband until the fixture is osseointegrated.

Manufacturer narrative:
This is a final report filed - this type of event is addressed in the device labeling.